Event description:
On (B)(6) 2011, a doctor alleged that when placing a patient's two crowns with nx3, the nx3 set too quickly, resulting in one ruined crown and one poorly fitting crown which required that the patient return to the doctor's office to have new impressions taken and new crowns placed.

Manufacturer narrative:
No product was returned for evaluation. Retain samples were evaluated for gel and set times and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. These investigation results indicate that this incident was not the result of a product failure. Tested retain samples.